Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Although it is unknown perclose device, prostyle IFU will be used. The patient effect of dissection is listed in the electronic perclose the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: the UDI # is not known as the part and lot number were not provided

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve repair (tavr) procedure. The sutures of two perclose devices were successfully pre-placed. The sheath was upsized to 15f and the procedure was completed. However, after the procedure, a dissection was observed in the right common femoral artery near the access site. The physician stated one of the perclose sutures may have caught some calcium and caused the dissection during closure. Therefore, a cut down was performed, and vascular surgery was performed to treat the dissection. No additional information was provided.